Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported a thin flap of the right eye following corneal flap creation. The surgeon completed the flap creation and moved the patient to the excimer for ablation without incident. Following treatment it was noted by the surgeon that the flapped seemed thinner then planned. Additional information received, the patient is doing fine and further measurements to confirm the flap thickness were not obtained. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The company representative was on site during the case and no issues were found that could contribute to the reported event. The company representative then tested and verified the system to meet specifications prior to departure. Based on assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).